Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized and had surgery due a catheter occlusion and infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and an occluded pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with pseudomonas (species unknown) and an elevated white blood cell count (exact value unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 1000 mg with every other pd treatment for two weeks and other hospital prescribed antibiotics during this hospitalization (unknown type, routes, dosages, frequencies, and durations). The patient¿s pd catheter (not a fresenius product) was removed on 23/apr/2021 due to an occlusion that was unable to be cleared. The patient underwent hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy upon approval by their physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established peritoneal dialysis (pd) patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to touch contamination during ccpd therapy as reported by a medical professional. Touch contamination is the leading cause of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized and had surgery due a catheter occlusion and infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and an occluded pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with pseudomonas (species unknown) and an elevated white blood cell count (exact value unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 1000 mg with every other pd treatment for two weeks and other hospital prescribed antibiotics during this hospitalization (unknown type, routes, dosages, frequencies, and durations). The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 due to an occlusion that was unable to be cleared. The patient underwent hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy upon approval by their physician.